Manufacturer narrative:
(B)(4). Date sent: 05/19/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 05/06/2025. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Or, did the device fully fire and stop during the automatic knife return? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished pcee60a, with lot/batch number m9c799, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown respiratory procedure, it was observed that the knife moved forward but stopped moving on the way. The staples were only halfway performed and the u-shaped staples were stuck in the tissue. The reverse switch was used to return the knife to the original position. Another like device was used to complete the case. There was no patient consequence nor surgical delay reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 05/14/2025 additional information was requested, and the following was obtained: - did the device lock-out (no staples deployed and no cut line started)? => unk. - or, did the device start to deploy staples and cut but could not be completed (partially fire)? => the staples were only halfway performed and the u-shaped staples were stuck in the tissue. - or, did the device fully fire and stop during the automatic knife return? =>the knife moved forward but stopped moving on the way. - was there any difficulty opening the device? =>unk. - if yes, how was the device removed from the patient? =>the reverse switch was used to return the knife to the original position. - if yes, did the jaws eventually open? => yes, it did. -the procedure was pneumothorax surgery, and the device was used on the lung parenchyma. -there was no strange sound or discomfort when using the product. The firing was suddenly stopped on the way. -when this event occurred, there was no bleeding or tissue damage. Additional resection was performed with using a replacement. -regarding the treatment of the areas where the staples were not formed properly: the knife stopped on the way, so the areas that had been fired were stapled without any problems. The unformed staples were left in the defective product, so there was not pierced to the organ. For the areas where the firing could not be completed, additional resection was performed with using a replacement, and there were no problems. -there was no change in the procedure during re-suturing. -the patient was discharged from the hospital without any problems after the surgery.

Manufacturer narrative:
(B)(4) date sent: 05/22/2025 d4: batch #320d48 corrected data: d4 (expiration date, UDI), h4. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage, with a tyvek, and with a gst60d reload loaded on the device. The reload was received partially fired 2/3. The partially fired is consistent with an incomplete or interrupted cycle. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. The event described of difficult to open could not be confirmed as the device opened and closed without any difficulties noted. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 320d48, and no non-conformances were identified.